Event description:
Emt's responded to a person, condition unknown. The pt was connected to the device and external pacing initiated. According to the reporter, the device alarmed "connect electrodes" and would not pace the pt. The connections were checked, the therapy cable was replaced and proper operation was subsequently observed. No adverse affects to the pt were reported as a result of the alleged malfunction.